Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 400mg/dl. It was stated that the sensor numbers and blood glucose numbers were off. Contacted the customer's father to gather more information and he stated that the customer does not use sensors. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.